Manufacturer narrative:
The reported ¿ineffective therapy¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken on (B)(6) 2025 wherein the ipg was explanted to address the issue.